Manufacturer narrative:
Product return received for receiver. Product investigation concluded assembly error.

Event description:
Patient contacted dexcom to report hardware error icon. The patient did not report any medical intervention or injuries.